Event description:
The pt reportedly experienced intermittencies and sound quality issues. External equipment was exchanged. However, the problem was not resolved. Testing showed that the impedances were out of range. Surgery to explant the pt's device has been scheduled. Advanced bionics is in the process of gathering more info.